Manufacturer narrative:
Medications ¿ aspirin and lisinopril. Additional device involved in the event: pxc201200/8226349. (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and conversion.

Event description:
On (B)(6) 2011, this patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging identified an type I proximal endoleak on the trunk-ipsilateral leg component with aneurysm enlargement of an unknown amount. It was reported the cause of the endoleak is unknown. On (B)(6) 2017, it was reported all of the gore devices were explanted and the patient's aorta was repaired surgically.

Manufacturer narrative:
Added explant date for both devices - pxt261416 and pxc201200.

Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and conversion. Evaluation summary: the devices were returned to w. L. Gore & associates for investigation. The evaluation showed the following: submitted unfixed were two gore® excluder® aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). The devices arrived in an overlapping configuration. The lumina of the devices were widely patent. The luminal and abluminal device surfaces were generally devoid of tissue except for scattered plaques of friable red material consistent with dried blood. The proximal end of the constraint sleeve of the trunk was detached from the device. The devices were not properly stored in a fixative solution for proper preservation of the tissue on and within the devices. Therefore, a histopathological examination of the tissue could not be performed due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. All material disruptions were consistent with markings from surgical instrumentation occurring during the explant procedure. No wear related disruptions were identified.